Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "food" error message displayed. The response of the down arrow key and soft key #6 was improper. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.